Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's reservoir had under delivering. The customer¿s blood glucose level was 20 mol/l at the time of incident and current blood glucose was 8.6 mmol/l. The customer alleges pump was under delivering as they had high blood glucose and was treated with temp basal and extra boluses. The reservoir will not be returned for analysis.